Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with an indeterminate endoleak (possibly a type 3b). Patient's original implant was done in 2012. On (B)(6) 2018, physician performed a secondary procedure. Upon review of the patient's angio-ap and lateral, it did not reveal any graft malformation, and no visible endoleak. Physician chose to reline. Afx reline attempt was aborted due to unable to deploy the main body. The physician opted to use a palmaz, I which he placed in the distal aorta and bridged the endograft with a 34x100 infrarenal. The patient tolerated the procedure.

Manufacturer narrative:
Based on the information received, clinical analysis refuted the reported graft malfunction and found that there was a type iiib of the main body (breached). The complaint is most likely device related (strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be tolerated the procedure. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. The failure to deploy of the afx main body on (B)(6)2018, mentioned in event, was reported under MFR# 2031527-2018-00488.